Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 bursts of inappropriate anti-tachycardia pacing (atp) and 5 inappropriate shocks due to atrial arrhythmia with rapid ventricular response (rvr). All therapy was exhausted. Reprogramming options were discussed. No additional adverse patient effects were reported.